Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV and seroma-late.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii-IV and seroma-late. Further reported was "presence of multiple images suggestive of nodules" which has been deemed not related to the device. The device remains implanted.